Event description:
It was reported that the lead had high impedance, loss of capture, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high impedance, loss of capture, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary #evaluation summary: (B)(4). The lead was returned, analyzed, and analysis results revealed a distal conductor fracture. It was further noted that the lead insulation had cosmetic depressions. (B)(4).